Manufacturer narrative:
This MDR was filed in response to uf-report # (B)(4). The affected vapor 2000 was requested but not returned to manufacturer for investigation on repair. From the uf-report we conclude that the lever mechanism of the keyed filling system was damaged by excessive force being used to lock the filler adapter during the filling process and/or the sealing gasket of the keyed filling system was damaged or worn and had to be replaced. As a result fresh gas and anesthetic agent may escape leading to the reported smell. The proper use and handling of the keyed filling device is described in chapter "preparation-filling of the vapor 2000" in the instruction for use. Especially it is stated not to use excessive force when tightening the lever. A leak of the keyed filling system can easily be identified by the user during the necessary checks before each use. The checks are described in the chapter "operation, checklist - checks before each use" of the vapor 2000 instructions for use. Investigations revealed, that above described leakage does not result in significant reduction of fresh gas output, only the complete loss of sealing function could lead to a reduction of concentration. No further measures are planned at this time. The users of the reporting user facility shall be informed and trained to cover the proper use and handling of vaporizer's keyed filling system.

Event description:
See user facility report # (B)(4).